Manufacturer narrative:
The novasure disposable device involved in this event was not returned; therefore an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further info could be obtained thus no conclusion can be drawn for this event. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating,or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforationsunder all possible circumstanced. Clinical judgement must always be used.

Event description:
User facility reported the novasure system alarmed for a failed cavity integrity assessment (cia) test. The physician removed the disposable novasure device and determined a uterine perforation had occurred via hysteroscopy. The procedure was aborted and the pt was admitted for observation. No further treatment was needed.